Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). It was noted procedural imaging was difficult to obtain due to the small size of the laa. After the closure device contrast dye was identified in the pericardium of the right ventricle, left atrium, and left ventricle via transesophageal echocardiography (tee). A pericardiocentesis was performed with the closure device still deployed but not implanted. The patient was transferred to surgery where the closure device, wds, and was were surgically removed and the laa was ligated. The patient fully recovered and was discharged four (4) days post index procedure. It was further reported a perforation was identified at the base of the laa.

Event description:
It was reported a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds) and watchman fxd curve access system (was). It was noted procedural imaging was difficult to obtain due to the small size of the laa. After the closure device contrast dye was identified in the pericardium of the right ventricle, left atrium, and left ventricle via transesophageal echocardiography (tee). A pericardiocentesis was performed with the closure device still deployed but not implanted. The patient was transferred to surgery where the closure device, wds, and was were surgically removed and the laa was ligated. The patient fully recovered and was discharged four (4) days post index procedure.